Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker went from less than six months remaining to end of life (eol) in a span of two months. The device output did not change nor the pacing percentages and impedances. To date, the device remains in service. No adverse patient effects were reported.